Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, after which the error did not reoccur, allowing the customer to successfully start their sensor session.